Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the up arrow button was unresponsive for one week. The reporter stated that the button needed to be pressed very hard in order to get a response. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, the contrast and up arrow buttons were intermittently responsive. During investigation, evidence of contamination was found under the contrast and up arrow key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.